Manufacturer narrative:
We have received the complaint device for evaluation and we confirmed that one of the blades is caught on the retainer slot. When we pulled on the green handle to close the blades into its retainer slot, we observed that the blade was protruding out of the retainer slot and didn't seat properly on the slot. No damage to any blades or the hoops was noted. The retainer fin of the complaint blade was observed to have inclined inwards and the width was measured to be below its specification. As a result, the blade was unable to insert into the retainer slot during hoops closure. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. This is the only complaint of this type caused by a retainer fin mis-alignment. Further, we have not received any other complaints of a similar nature for devices from this lot. Please note that we perform 100% inspection of the fin slot width during our manufacturing process. Each slot should fit into the go gauge and should not fit into the nogo gauge to be considered an acceptable part.

Event description:
During valvulotomy, surgeon was unable to close one of the blades into its housing properly. This malfunction resulted in a laceration of the harvested vein. Surgeon needed to harvest an additional 5 cm of the vein to patch the lacerated area. During bypass, bleeding occurred around the distal end requiring re-operation.